Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that the patient missed a pump refill appointment because she lost her insurance. The patient had not used the pump in ¿a while¿ and needed to. The pump had last been refilled in 2006 and the patient had not had it refilled since then. The pump was not currently alarming as the alarm had ¿already happened and has shut off¿. The pump began alarming in 2008 and no one shut off the pump; the pump just shut off on its own. As a result of being unable to refill the pump, the patient experienced pain and nothing else. The symptoms had a sudden onset after the pump was not refilled. The patient now had assistance to pay for the pump to be refilled and was seeking a physician to service the pump. The device system had been used to deliver baclofen and fentanyl. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.